Event description:
It was reported that blood would not flow out of the tubing of a one-link catheter extension set. It is unknown when in the process this occurred. It is unknown if there was patient involvement, patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.